Event description:
Customer called to report a hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 53 mg/dl. Customer is now on manual injections due to low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.